Event description:
The event occurred on an unspecified date and involved a ndehp sapphire mic nv +0.2fltr. It was reported a leak occurred from one of the small perforations on the in-line filter. There was patient involvement and there was no patient harm-as per the oncology pharmacist, the medication also leaked onto the patient's t-shirt, no skin irritation was reported. The patient was advised to throw that t-shirt in the garbage. The team was wearing ppe for this intervention.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.